Event description:
During a remote follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead in a pacemaker dependent patient. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.